Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant. Internal reference #: (B)(4).

Event description:
It was reported that during the procedure, the cavity integrity assessment would not pass. Customer worked with hologic representative to go through troubleshooting methods but the device would still not pass cavity integrity assessment. The physician was checking for a uterine perforation. Perforation was not confirmed but suspected. No additional details available.